Event description:
During routine testing, the user noted an intermittent screen display. There was no pt harm involved. The problem was traced to the mother board (assy. 590329), but due to the very intermittent nature of the problem, the exact cause could not be conclusively determined. The board was replaced, and the unit was returned to the user. The event is not occurring more frequently or with greater severity than is usual for the device.